Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Right knee revision done on (B)(6) 2020 due to tibial component loosening. All components were explanted. No return of explanted implants due to hospital policy. Dr. Stated he would have preferred to do a tibial only revision since femur was well fixed but compatible baseplates are no longer available from stryker. No more information will be available per doctor.